Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be observed. Iol was returned outside the device. No damage observed to the device. The device was returned in clear plastic bag. The plunger stop and the lens stop has been removed. The plunger is oriented correctly. Correct nozzle confirmed on the device. The plunger has been fully advanced outside the tip of the device. Viscoelastic is dried in the device. No damage or abnormalities observed. Iol returned outside the device. Solution is dried on the lens. One haptic is broken and not returned. The product investigation could not identify the root cause for the reported complaint "plunger was not advancing smoothly and sticking." No damage was observed to the device. The lens was returned outside the device. The plunger position for advancement cannot be confirmed as the lens has been returned outside the device. Due to this, we are unable to confirm lens position for advancement and determine a root cause. All product and batch history records are quality reviewed prior to product release. There have been no other complaints for this lot. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product sample was received at the manufacturing site. The investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that during a left eye cataract extraction with an intraocular lens implantation procedure, the plunger was not advancing smoothly and sticking. The procedure was completed with alternate lens. There was no patient harm.